Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow accuracy testing. The device was tested three times at the rate of 20ml/hr for a volume to be infused of 20ml and each time delivered within 5% specification. A review of the event history log was performed and verified the described infusion, propofol, rate 20ml/hr on the event date reported. The infusion was started, the pump was then powered off, powered on and then off again within a minute. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced an infusion of propofol that did not flow despite the device indicating the opposite. It was further reported that there was still 50ml left in the bottle, but it should have only 7ml left. The rate of infusion was 20ml/ hr. The event happened during patient infusion and the consequence to the patient was heart rate ad 160. There was no known patient injury or medical intervention associated with this event. No additional information is available.